Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing and visual inspection did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient was in a post implant device check. Upon interrogation, it was observed the right ventricular lead was failing to capture. The lead was attempted to be repositioned, but the helix would not extend. The lead was explanted and replaced. The patient was stable.